Event description:
Additional information was received from the patient. They reported that the actions taken were they saw their hcp today (B)(6) 2023 and they set their device on 0.1 and the shocking was a lot better. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They asked what they needed to do to have the implanted system removed because it "sets off my migraines" and that their back was just constantly hurting. Patient reiterated that it hadn't ever helped their symptoms and in the last 2 months, they had swelling on the right side where the ins was and that it was warm to the touch. Patient stated it was painful and hurt all down their leg on their right and where it was "plugged in" on their left side. Patient stated they couldn't do housework that they were just in pain. Patient services reviewed with the patient to seek medical attention regarding the pain and swelling and to follow up with their managing health care provider (hcp) regarding removal. Patient stated they would reach out to their hcp to request that the system be removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back from registered phone number and repeated information regarding the pain associated with the ins. Patient mentioned their back was swelling/hurting and when they sit down they can feel a hump in their back. Patient stated that they had an appointment with their managing hcp today and are scheduled to get the entire system explanted on (B)(6) 2024. Patient mentioned that they have kept their ins turned off but wondered if they should bring their smart programmer with to the appointment for the explant procedure. Agent reviewed requested information. Patient did not require further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp requested a return mailer to send back an ins. The caller indicated that they were explanting the ins today because it was not working appropriately for the patient.

Event description:
Additional information was received from the patient. The patient called back and stated it was still "hurting real bad" at "4" so they wanted to go down to "3." The patient stated it started on monday ((B)(6) 2023) and that on tuesday and wednesday their symptoms returned. The patient stated they went to the bathroom 4-5 times and wet themselves twice on tuesday and yesterday they were back and forth 5-6 times and they also wet themselves where they had to get cleaned up out of the bed. The patient stated it "just falls out." The patient stated about the pain: it would wake them up out of their sleep from an electric shock these last few days. The patient stated when the shock would happen, it would go on for a good while and they would have to get up out of bed and move around and rub it for it to go away. The patient stated it would also happen when they were sitting in their recliner with an icepack. Patient services walked the patient through connecting to their settings and the therapy was on at 0.4 ma. The patient decreased the stimulation to 0.3 ma and stated it was comfortable. Patient services reviewed with the patient that if they were not seeing a 50% or greater reduction and they were experiencing pain/shocking at higher stimulation levels they might want to try a different program. The patient was redirected to follow up with their managing health care provider (hcp) on record to discuss the shocking and making a potential program change. The patient was going to follow up with their hcp. The patient reported other relevant medical information that their current health care provider (hcp) told them their first doctor had gone in and cut up their muscles so that is why they needed the implant. The patient called back on (B)(6) 2023 stating that they were in a whole lot of pain and wanted to turn it off until they saw their hcp on november 15th. Offered and assisted the patient to use their equipment and they were successful in turning their therapy off. The patient called back again on (B)(6) 2023 stating they wanted assistance turning their therapy back on. They stated that the day before and the day of their call they went to the bathroom about 6-8 times. Helped patient successfully connect external equipment to ins, turn therapy on, and increase their stimulation to a comfortable level. Patient would monitor symptoms. Patient said they have an appt with their hcp (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. The reason for call was patient said they are having a lot of pain on their right side. Patient said it burns when they touch it and they are constantly hurting on their left side in the crack of their butt and all in their hip area and in their lower back. Patient also said yesterday was the first time they had an accident and they went to the bathroom 5- 6 times. Patient had diarrhea after that and went for diarrhea and then it quit. Patient contacted the hcp who told the patient to call manufacturer. Reviewed option to turn stim off to see if the pain goes away. Patient said they don't know which side of the body the device is implanted on. Patient said they were sent home w/ stim on "5" and it was shocking them so bad they decreased stim to "4". Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.